Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during dwell 4 of 4. The patient said the cycler had been stuck in the dwell and would not progress forward into the drain phase.there was also a drain slowly message. Air bubbles were discovered in the patient line and drain line. Fluid was discovered in the pump module. Fluid leaked from cassette module. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. The patient is using the cycler with no further issues.